Event description:
It was reported that the oxygenation was low during a patient¿s veno-venous (vv) extracorporeal membrane oxygenation (ECMO) therapy. This was observed approximately 10 hours into the patient's treatment. The ECMO set was changed to cardiohelp and everything went well. The sample was not available to be returned for evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: b5, b7, d4, g1 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The described situation is adequately address in the instructions for use (IFU). During review of the manufacturing records, no evidence of a non-conformance could be found. It was pointed out by the head of intensive care unit (ICU) that no particular anticoagulation regimen for covid-19 patients exists. Heparin was administered followed by heparin-infusion with the target aptt at levels of ~60 sec. According to their existing protocol. Additionally, very high triglyceride levels were reported. The standard sedation at the clinic´s ICU is performed with propofol intravenous (IV) therapy which, however, can be responsible for hypertriglyceridemia in mechanically ventilated ICU patients. High serum lipid levels can cause impairment of gas exchanger during ECMO based on a resultant lipid layer on the gas exchanger membrane and thus potentially leading to insufficient oxygenation. It seems to be very likely that either the reported hyperlipidemia most probably related to propofol infusion or a covid-19 related coagulation disorder or a combination of both led to the oxygenation failure. In conversation with the head of the ICU, it was recommended to avoid any hyper-lipidemia in patients receiving ECMO and to reconsider the existing anticoagulation regimen in covid-19 patients. Investigation into the cause of the reported event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the oxygenation was low during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The ECMO set was changed to cardiohelp and everything went well. The sample was not available to be returned for evaluation. Despite multiple attempts to obtain additional information, no further details have been provided.